Event description:
It was reported that this patient passed away about two years ago. The obituary was found and states that the patient passed away on (B)(6) 2013. The patient's neurologist did not know the cause of death. The funeral home stated that the patient was buried with the device. They did not specify the exact cause of death but did not deny that the patient's seizure disorder may have played a role in her passing. No additional relevant information has been obtained to date.

Event description:
The patient¿s death certificate was received. The certificate states that the patient died due to ¿respiratory arrest that was secondary to metabolic encephalopathy and lipofuscinosis, neuronal ceroid late infantile.¿